Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. There was no adverse impact to customer's blood glucose level. Although requested, the customer declined troubleshooting and declined to provide additional information.